Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient consulted for knee pain and it was discovered that the adaptor bolt broke, which led to loosening of the femoral component at bone to cement and cement to implant interfaces. Competitor cement was used. Patient was revised and all broken pieces of the bolt and the adaptor were retrieved. Doi: (B)(6) 2015, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.